Manufacturer narrative:
A ventilator was reported failing internal leakage test during pre-use checks. A service engineer replaced the pressure transducer printed circuit boards (pcbs) and the expiratory channel pcb. The unit passed all functional tests. The faulty goods were not returned, but logs were sent for further investigation. The returned log started after the date of the reported event, and no fail was found. As the returned test log did not have any failures, no cause for the reported issue could be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage during pre-use check. There was no patient involvement. (B)(4).